Event description:
During testing hospital biomedical reported that the standard hard paddles was not detected when connected to the device. There was no pt associated with the report.

Manufacturer narrative:
Physio-control supplied parts info to customer for paddles replacement.